Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer stated that there were other compromised force sensor system alarms in the alarm history of the insulin pump as well. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform prime/a33 test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.